Event description:
It was reported that: manta 18f deployed in the tissue tract thus not reaching the arteriotomy to create a seal. This resulted in a cut down. Patient underwent partial endarterectomy/cut down. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound guidance were utilized to gain a lower positioned access. Arteriotomy was 8.0mm, minimal calcification in the vessel, and a depth measurement of 5cm. No issues were encountered advancing or withdrawing the procedural sheaths. Heparin and protamine were administered prior to closure. Following deployment, hemostasis appeared to be immediate at skin surface, although manta was deployed into the tissue tract. A post-ultrasound revealed bleeding which resulted in a partial endarterectomy. There are multiple factors that are potential causes possibly contributing to the tract deployment. The patient presented with a bmi of 45 and a pannus was present. If the pannus was moved or pulled back, it likely created a deeper access which altered the deployment depth for manta. The instructions for use posts warnings not to use manta if the patient has marked obesity (bmi >40 kg/m2). However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device submitted for investigational purposes. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Additionally, the IFU precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; and tract deployment is a known risk. The severity of harm is ranked at a 4 based as local surgical repair at the vessel access site arteriotomy was used to achieve sealing the puncture.

Event description:
It was reported that: manta 18f deployed in the tissue tract thus not reaching the arteriotomy to create a seal. This resulted in a cut down. Patient underwent partial endarterectomy/cut down. Additional information has been requested from the account.